Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter would not track smoothly along wire, which resulted in the ivus catheter becoming entangled with the wire. Everything had to be removed, and the procedure was completed using an alternate method. There were no patient complications.

Manufacturer narrative:
G4: premarket / 510(k) #: k213593. The device was returned for analysis. Visual inspection revealed no issues and the device appears to be in good condition. Microscopic inspection revealed the guidewire exit port was lifted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter would not track smoothly along wire, which resulted in the ivus catheter becoming entangled with the wire. Everything had to be removed and the procedure was completed using an alternate method. There were no patient complications.